Event description:
A complaint was received from a customer that reported that the display is visually defective. Patient states that instead of seeing all "8's" in the display, patient sees all "a's". A request was made to return the system for evaluation. In the meantime a replacement unit was provided.